Manufacturer narrative:
Retainer = black customer returned insulin pump for alleged pump not accepting batteries (battery failed alarm and battery acid was seen inside of the battery tube found on (B)(6) 2021. Device passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. A review of the history files reveals on (B)(6) 2021 there was one (1) low battery alert at 03:10, the battery was removed at 03:39 and then there was one (1) failed batt test (battery failed) alarm at 03:44, one (3) change battery fault (replace battery alert) at 12:41, and one (1) off no power (replace battery now alarm) alarm at 13:12. No unexpected failed battery test (battery failed) alarm during testing or excessive alarms found in the history files. The pump was cut open for a visual inspection. No damage or moisture damage noted on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor however, found corroded battery tube and corrosion on the vibrate harness assembly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Failed battery test (battery failed) alarm is not confirmed. No unexpected failed battery test (battery failed) alarm during testing or excessive alarms found in the history files. Found corroded battery tube and corrosion on the vibrate harness assembly during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alarm. Customer stated that contacts on battery was not missing, damaged, or corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.